Manufacturer narrative:
From the photos it appears that the rim of the liner and potentially part of the shell has fractured off. The locking ring is also missing some material from the original mfg state. The complainant indicates that the devices were implanted for approx 14 years at the time of revision. The exact condition of the devices (i.e. Fracture patterns, wear condition, etc) is unk. Neither the surgical notes nor x-rays were provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. It is also unk which stem was used in combination with these products. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. There is insufficient info to perform a probable cause analysis. A root cause cannot be determined with the info provided. Review of the device history records was not possible as the product and lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the devices were implanted in 1997 and that the pt was revised for loosening, osteolysis, wear, and fracture.